Manufacturer narrative:
Software updated to solve the problem.

Manufacturer narrative:
No trouble was found and the reported difficulty could not be reproduced. The customer¿s software was updated to bring their system up to date with the most current version. No further troubleshooting for the audio issue was performed. The device remains in use at the customer site. No subsequent calls have been logged for this device/issue. No further investigation or action is warranted at this time.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported they were not getting any audible alarms, the alarm was noted visually on the control center. The device was in use on a patient. There was no report of patient or user harm.